Event description:
The surgeon inserted a aq2040v three piece silicone lens. The incision was enlarged to remove the lens due to the lens being a poor fit for the patient's highly myopic eye. Surgery was completed with another lens. A suture was required to close the wound.